Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information, the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Labeling review found labeling adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error as the patient disconnected prior to the alarm. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2. The patient disconnected prior to the alarm. The technical service representative (tsr) assisted the home patient (hp). The hp stated that he noticed that there was a possible leak in one of the bags, but he connected it anyway. The tsr explained alarms and had hp cycle power 2 times to clear them. The tsr then explained that supplies are compromised and hp will need to start over with new supplies. The hp asked if he can finish manually and tsr explained that should be fine, just to let the nurse know. The tsr advised the hp to call the nurse in the next 24 hours to notify her of the alarm. On (B)(6) 2011, product surveillance contacted the nurse. The nurse was not aware of this occurrence. The nurse stated they would speak to the hp and possibly retrain. The nurse did not report any medical intervention or patient injury. No additional information is available.